Event description:
The tracheal intubation fiberscope was returned to the service center with a report of the image having multiple black dots. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the indication on connecting tube was unclear. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. Based on the results of the investigation and the information provided it likely occurred as a result of physical stress being applied to the insertion coil due to repeated use, external factors and handling. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device